Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 120-180mg/dl fasting. Unable to verify the expiration date on vial of strips as customer is visually impaired. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory, customer is visually impaired, unable to provide results from the memory. Customers concern: customer received a reading on (B)(6) 2015 at 01:00 pm of 600 mg/dl and then performed a back to back testing and received a reading of 500 mg /dl . Customer states she was feeling physically well and performed another blood test using competitor's meter and received a reading of under 200 mg/dl. No adverse event reported.